Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00336 on 20-dec-2022. Additional information (20-dec-2022): siemens reviewed the instrument data and concluded that poor water quality potentially caused the falsely elevated carbon dioxide (co2) results as co2 is sensitive to water quality. Replacement of the qgard water purification module (wpm) filter resolved the issue. The customer has not reported any additional discordant co2 results since replacement of the qgard wpm filter. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center to report falsely elevated carbon dioxide (co2) results on six patient samples obtained on the dimension vista 500 instrument. Quality control (qc) was within acceptable limits on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. During the visit, the cse replaced the reagent 1 (r1) horizontal belt, r1 vertical belt, r1 mixer, and reagent 2 (r2) mixer. Next, the cse ran auto-alignments, mixer diagnostic alignments, and service method tests (smt), which passed. Then, the cse ran a system check. As a result of the system check, the cse replaced cuvette washer probe b and c station assembly and cuvette washer probe c plunger solenoid. Next, the cse reran dispensing/aspiration test with no more leaks. The cse noticed photometer cartridge 383 nm was slightly low; therefore, the cse ran photometer adjustment. The cse also noticed water purification module (wpm) resistivity errors and replaced the q guard. After system check, the cse replaced silencer and reconnected all tubing going from air compressor to air tank to air regulator in attempt to address the elevated decay rate. Later, the cse replaced air compressor, flash lamp and reverse osmosis (ro) membranes. The cause of the erroneous co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated carbon dioxide (co2) results were obtained on six patient samples on the dimension vista 500 instrument. The discordant results were reported to the physician(s), and the patient identified as (B)(6) was allegedly treated with 250 mg diamox via intravenous line. The customer confirmed that there were no adverse effects from the diamox treatment. The samples were reprocessed on an alternate dimension vista 500 instrument. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of adverse patient health consequences due to the falsely elevated co2 results.